Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the cheekbones with juvéderm® voluma¿ with lidocaine. After injection patient was treated with ice. Several days later patient developed "edema and pain" on the right cheek. Patient was treated with antibiotics and symptoms resolved.

Manufacturer narrative:
Medwatch sent to FDA on 08/04/2015. Further information from the reporter regarding event, product, or product details has been requested. No additional information is available at this time. The events of pain and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported patient was injected to the cheekbones with (B)(6) with lidocaine. After injection patient was treated with ice. Several days later patient developed "edema and pain" on the right cheek. Patient was treated with antibiotics and symptoms resolved.